Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to call tech support error icon. An internal visual inspection was performed and passed. The receiver log was not downloaded. The allegation was confirmed as error call tech support displayed on the screen. The probable cause was determined to be error icon displayed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.